Event description:
During a remote follow-up, r-wave amplitude variation was observed on the right ventricular (rv) lead. The physician suspected lead insulation damage to be the cause of the event. Abbott technical support was contacted and no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received from abbott technical support indicated noise resulting in noise reversion and oversensing was observed on the right ventricular lead.